Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('there could be some small pieces that we were unable to visualise') and embedded device ('the coils were were somewhat embedded and not in the traditional placement') in an adult female patient who had essure (batch no. C91744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted on the right side that the right essure coil appeared to be wound up within itself and not in a linear fashion". The patient's medical history included grand multiparity, female sterilization, pelvic pain, multigravida, parity 3, nickel sensitivity, weight gain and gastric bypass. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In october 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), polymenorrhoea ("had a ful 4-5 period every 2 weeks"), allergy to metals ("nickel allergy"), hypersensitivity ("allergy nos"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (bilateral salpingectomy with extensive dissection and removal of coils and bilateral salpingectomy with extensive dissection and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity and alopecia had resolved and the device breakage, embedded device, polymenorrhoea, vaginal haemorrhage, allergy to metals, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, polymenorrhoea, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss previously reported plaintiff undergo confirmation test (hysterosalpingogram) and now reported as plaintiff did not undergo essure confirmation test. Plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), nickel allergy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, genital hemorrhage, polymenorrhoea, abdominal pain, rash alopecia, device breakage, embedded device, device shape alteration. Lot number: c91744 manufacturing date: 2014-07 expiration date: 2017-07-31 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-apr-2021: pfs received: outcome of event 'hair loss' was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('there could be some small pieces that we were unable to visualise') and embedded device ('the coils were somewhat embedded and not in the traditional placement') in an adult female patient who had essure (batch no. C91744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted on the right side that the right essure coil appeared to be wound up within itself and not in a linear fashion". The patient's medical history included grand multiparity, female sterilization, pelvic pain, multigravida, parity 3, nickel sensitivity, weight gain and gastric bypass. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), polymenorrhoea ("had a ful 4-5 period every 2 weeks"), allergy to metals ("nickel allergy"), hypersensitivity ("allergy nos"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy with extensive dissection and removal of coils and bilateral salpingectomy with extensive dissection and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity and alopecia had resolved and the device breakage, embedded device, polymenorrhoea, vaginal haemorrhage, allergy to metals, rash, skin disorder and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, polymenorrhoea, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss previously reported plaintiff undergo confirmation test (hysterosalpingogram) and now reported as plaintiff did not undergo essure confirmation test. Plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), nickel allergy dob discrepancy : (B)(6) 1984 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, genital hemorrhage, polymenorrhoea, abdominal pain, rash alopecia, device breakage, embedded device, device shape alteration. Lot number: c91744 manufacturing date: 2014-07 expiration date: 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: pfs received. Event : " fatigue" added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('there could be some small pieces that we were unable to visualise') and embedded device ('the coils were somewhat embedded and not in the traditional placement') in an adult female patient who had essure (batch no. C91744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted on the right side that the right essure coil appeared to be wound up within itself and not in a linear fashion". The patient's medical history included grand multiparity, female sterilization, pelvic pain, multigravida, parity 3, nickel sensitivity, weight gain and gastric bypass. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash/skin condition"), alopecia ("hair loss"), skin disorder ("rash/skin condition"), hypersensitivity ("allergy nos"), polymenorrhoea ("had a ful 4-5 period every 2 weeks"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (bilateral salpingectomy with extensive dissection and removal of coils and bilateral salpingectomy with extensive dissection and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the device breakage, embedded device, rash, alopecia, skin disorder, polymenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, polymenorrhoea, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, genital hemorrhage, polymenorrhoea, abdominal pain, rash alopecia, device breakage, embedded device, device shape alteration. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs and mr received: events: vaginal hemorrhage, menorrhagia, 'there could be be some small pieces that we were unable to visualize', 'the coils were somewhat embedded and not in the traditional place' , 'it was noted on the right side that the right essure coil appeared to be wound up within itself and not in a linear fashion' were added. Severity of event: pelvic pain, lot number, medical history, patient aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('there could be some small pieces that we were unable to visualise') and embedded device ('the coils were were somewhat embedded and not in the traditional placement') in an adult female patient who had essure (batch no. C91744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted on the right side that the right essure coil appeared to be wound up within itself and not in a linear fashion". The patient's medical history included grand multiparity, female sterilization, pelvic pain, multigravida, parity 3, nickel sensitivity, weight gain and gastric bypass. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash/skin condition"), alopecia ("hair loss"), skin disorder ("rash/skin condition"), hypersensitivity ("allergy nos"), polymenorrhoea ("had a ful 4-5 period every 2 weeks"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (bilateral salpingectomy with extensive dissection and removal of coils and bilateral salpingectomy with extensive dissection and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the device breakage, embedded device, rash, alopecia, skin disorder, polymenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, polymenorrhoea, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, genital hemorrhage, polymenorrhoea, abdominal pain, rash alopecia, device breakage, embedded device, device shape alteration. Lot number: c91744, manufacturing date: 2014-07, expiration date: 2017-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('there could be some small pieces, that we were unable to visualise') and embedded device ('the coils were somewhat embedded and not in the traditional placement'). In an adult female patient who had essure (batch no. C91744), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was noted, on the right side, that the right essure coil appeared to be wound up within itself. And not in a linear fashion". The patient's medical history included: grand multiparity, female sterilization, pelvic pain, multigravida, parity 3, nickel sensitivity, weight gain and gastric bypass. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("allergy nos"), polymenorrhoea ("had a full (B)(6) period every (B)(6)weeks") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy with extensive dissection and removal of coils and bilateral salpingectomy with extensive dissection and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity had resolved. And the device breakage, embedded device, rash, alopecia, skin disorder, polymenorrhoea, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, polymenorrhoea, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss. Previously reported: plaintiff undergo confirmation test (hysterosalpingogram). And now reported, as plaintiff did not undergo essure confirmation test. Plaintiff received treatment for abnormal bleeding (vaginal, menorrhagia), nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, total bilateral occlusion; imaging procedure: on an unknown date, essure confirmation test(s) (unspecified), result not provided. Concerning the injuries reported in this case, the following ones were confirmed, in patient's medical record: pelvic pain, genital hemorrhage, polymenorrhoea, abdominal pain, rash alopecia, device breakage, embedded device, device shape alteration. Lot number#: c91744, manufacturing date: 2014-07, expiration date: 2017-07-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: event: nickel allergy added, rcc updated. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash/skin condition"), alopecia ("hair loss"), skin disorder ("rash/skin condition"), hypersensitivity ("allergy nos") and polymenorrhoea ("had a ful 4-5 period every 2 weeks"). The patient was treated with surgery ((interpreted as salpingectomy)). Essure was removed on 30-(B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the rash, alopecia, skin disorder and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, hypersensitivity, pelvic pain, polymenorrhoea, rash and skin disorder to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, genital hemorrhage, polymenorrhoea, abdominal pain, rash alopecia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event was added as "had a ful 4-5 period every 2 weeks" new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("rash/skin condition"), alopecia ("hair loss"), skin disorder ("rash/skin condition") and hypersensitivity ("allergy nos"). The patient was treated with surgery ((interpreted as salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity had resolved and the rash, alopecia and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, hypersensitivity, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Events: general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, hair loss were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.